Manufacturer narrative:
This report is to update with the new event description provided by customer on april 28, 2015. Note that the event description has been updated by the customer since the initial report. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap. Cholecystectomy- "or nurse, before surgery started, tried the clip applier but she noticed straight away that it got stuck after firing the clips. She substituted the clip applier with another one but different lot number and it worked as expected. Defected clip applier was not used in the patient."

Event description:
Lap. Cholecystectomy- "clip jams in the shaft and does not come out. When the clips finally came out and were applied on the cystic duct, they tent to open and slipped out from the duct/vessels." Intervention - "no intervention is required, open clips were recovered by grasper use." Patient status: "patient is doing well."

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.